Event description:
Unomedical reference number (B)(4). Event occurred in the spain. On (B)(6) 2024, it was reported that the patient encountered infusion set cannula was kinked within 3 hours of insertion. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully.